Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d4 "UDI" fields were corrected based on the available information at the time of the initial report submission. The customer provided the following information with regards to reprocessing: the device was inspected for abnormalities before use. There was no delay to precleaning after the procedure. The auxiliary channel was not flushed with water by using the flushing pump or manual. The manual cleaning was performed within one hour after the procedure. The device passed the leak test. The device was appropriately rinsed before manual disinfection. The aer was unknown. All the scope channels were connected with tubes when the scope was setting up into the aer/ewd. The water filter was replaced within the specified period. It was unknown if there was any effect from other products/reprocessing accessories involved in the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the issue occurred due to insufficient reprocessing. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use chapters: "chapter 3 preparation and inspection shows how to detect the event" and "chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported to olympus on behalf of the customer, the colonovideoscope does not have water flow. The issue was found during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. Inspection and testing of the returned device found foreign material coming out due to blockage of channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Unique identifier (UDI) number is (B)(4). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material coming out due to blockage of channel. In addition, the following observations were made: the insertion resistance was out of standards due to cutting part of connecting tube. Liquid leaks due to cutting part of connecting tube. The connecting tube was crumpled. The coating at the connecting tube was peeled off. The condition of light guide (lg) bundle is not good. The adhesive part of bending section cover (ar) was broken. The water quantity was out of standards due to deformation of nozzle. The insertion amount of c cover was out of standards due to scratch of c-cover. The angulation in the up direction was out of standards due to worn of angle-wire. The gap of u/d knob was out of standards due to worn of angle-wire. Liquid leaks due to deformation of up/down and left/right knob. There was damage of charged coupled device (ccd) unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.